Event description:
Patient was in reverse trend and the split leg accessory fell off of the pins of the table. The patient reportedly slid off while attached to the arm boards. Hospital biomed and or director stated that the accessory fell off because it was not attached correctly. There was reportedly an injury but no further information has been provided related to the nature. Skytron local distributor has not been provided access to the product in order to investigate further.